Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
The event involved a spinning spiros that the customer reported a leak of doxorubicin. There is no report of adverse event. No additional information was provided. This is the first of two events reported.

Manufacturer narrative:
H10: received one used list #ch2000s-pc, spinning spiros® closed male luer, purple cap; lot #4428875 and unknown list #, bd plastipak 30 ml syringe; lot #unknown on december 16, 2021 for evaluation. Red drug residuals were present within the spiros housing in the area of the o-ring on spiros. No damage or anomalies were seen on the provided bd syringe. The spiros was leak tested and the spiros leaked from the o-ring/poppet interface. The leaking spiros was disassembled and the poppet and o-ring were found to meet design specifications. Some slight flash on the o-ring was identified. No other damage or anomalies were seen. The reported complaint of leakage can be confirmed on the returned spiros. The probable cause of the leak is unknown.the lot history was reviewed and no nonconformities were found that may have contributed to the complaint.